Event description:
It was reported that the patients ipg was non-functional. The patient underwent an ipg replacement procedure.

Event description:
It was reported that the patients ipg was non-functional. The patient underwent an ipg replacement procedure. Additional information was received that the patient was a bit of a high frequency user. The patient was doing well postoperatively and the explanted ipg will not be returned per hospital policy.